Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device failed an incoming test on active current drain measurement as even when the unit was turned off it was still using electricity and it was attributed to its main board being defective. It was further noted at analysis that the lower part of the display had three lines missing and that the attachment ring and cover were missing. The device was to be scrapped. Geo event description: it was reported that this external pulse generator (epg) had a suddenly no output condition and get stuck. Preliminary geo assessment: the reported event would indicate that battery contamination is related to the reported event, which is causing a no output condition due to an internal high impedance with the battery contacts. Preliminary geo findings: the reported event is possible related due to bad maintenance. (B)(4).

Event description:
It was reported that the external pulse generator turned off or got "stock" intermittently. The generator was returned for service. No patient complications have been reported as a result of this event.